Event description:
My husband, the girl after us, the guy after her and myself all four took a drug screen to go to work and all four cups did not register the temp. The nurse even had to get a 2nd opinion. I don't know how many before or after us did the same. This caused us not to be able to go to work. Reference reports: mw5168689, mw5168691, mw5168692.